Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error twice and then change sensor. The insulin pump went into threshold suspend. Customer's blood glucose level was 201 mg/dl but her sensor glucose reading was 43 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.